Event description:
It was reported that when using the bd pyxis¿ es server user indicated that the pyxis server and all associated pyxis machines were in disconnected mode again, despite no power outage. Additionally, users were unable to log onto the server. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the server experienced an unexpected shutdown. The technical support specialist (tss) confirmed that resource utilization was normal (ram ~62%, cpu ~20%), but several critical services (bd central service, bd mobile dock, and bd service manager) were not running. The tss restarted the required services, after which rss status normalized, carefusion coordination engine (cce) connectivity became active, and message flow resumed successfully. The customer confirmed that the issue had been resolved and provided permission to close the case. The system functioned as intended after the technical support specialist (tss) troubleshot the device.